Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Broken tubing just below the weld at seat frame.

Event description:
The right side crossbrace has a broken upper weld.